Event description:
It was reported that the patient experienced fluid loss with the artificial urinary sphincter (aus). The aus was removed and replace with a new aus. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Implant date.

Event description:
It was reported that the patient experienced fluid loss with the artificial urinary sphincter (aus). The aus was removed and replace with a new aus. No patient complications reported.